Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, the sample leaked out of the cap of the tube in one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. In these, the photos show a tube leaking blood from the top, with no visible cracks. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, the sample leaked out of the cap of the tube in one (1) device. No adverse impact was reported regarding the patient or user.